Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A one-link extension set disconnected from the catheter extension set resulting in a leak. It was reported the patient experienced an unspecified amount of blood loss. It was not reported if the patient was hospitalized for the event. Treatment details and the patient's recovery status were not reported. No additional information is available.